Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps under-infused. This was observed during mainly with intermittent infusions; however, it was not specified if a patient was connected to the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.